Event description:
Physician reported right side "stiffness, shape disfiguration and tenderness," as well as "suspicion of capsular contracture¿ baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "suspicion of capsular contracture¿ baker grade unknown.

Event description:
Physician reported right side "stiffness, shape disfiguration and tenderness," as well as "suspicion of capsular contracture¿ baker grade unknown. The device remains implanted.